Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
Investigation is not complete; this report will be updated upon investigation completion. Trends will be evaluated. This is the same event as 3010536692-2014-01318, -01319, -01320, -01322.

Event description:
Allegedly, the patient was revised due to dislocations and infection (right).